Event description:
As reported by the user facility: reported issue per customer: when opening the extension set tubing the white end cap is not secured and is falling off after opening the package, or when hooking fluids up to the IV it falls off. Since it is not secured to the tubing it is causing blood to leak out when starting ivs. The product does not have broken pieces it's just that one of the pieces is not screwed on/secured so when it is opened it falls off. The piece can be screwed back on, but when they fall on the floor the team is having to go get a new one. Or it is creating a mess when starting an IV because it is not noticed right away and then blood is leaking out creaking a risk for caregivers.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The provided photograph showed the blister packaging with the extension set positioned outside of it, along with a removable caresite micro luer access device. The caresite micro luer access device is a screw-on component and not a bonded joint; therefore, the reported defect was not considered a defect. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.